Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 59mg/dl, 70mg/dl, 125mg/dl. Tests were done within 10 mins with a difference of 39mg/dl. Pt did not experience any adverse events. No further info has been reported.